Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a non-bsc guide catheter. There was blood in the wire lumen. The balloon was bunched on the proximal end. The hypotube shaft was completely separated 65cm from the hub. The fractured faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected however it was noted that the shaft was kinked while still outside the patient's body. The physician then attempted to bend the shaft back but the rx proximal portion of the shaft broke in half. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected; however, it was noted that the shaft was kinked while still outside the patient's body. The physician then attempted to bend the shaft back but the rx proximal portion of the shaft broke in half. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).